Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she found a tampon with string missing during removal and was unable to remove it. Consumer had to go to the ER to have the tampon removed. No further concerns, no future follow ups.